Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance, noise, polarity switch, undersensing, high thresholds and increased number of sensing integrity counter (sic) episodes. Lead insulation was suspected. Rv lead remains in use. No patient complications have been reported as a result of this event.